Event description:
A caller reported a malfunction on their pump, specifically a malfunction code labeled as "malf 12." There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer's technical support team provided instructions for resetting the pump, and the caller successfully reset the pump without the malfunction code recurring. The caller was advised to continue using the pump and to contact technical support again if the issue reappeared, and they acknowledged and understood these instructions.